Event description:
It was reported that a high drain 105 alarm occurred on a homechoice (hc) machine after therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) had disconnected from the hc when the hc displayed end of therapy. Thirty minutes later, the hp saw the high drain alarm on the hc. Six hours later, the hc still displayed the high drain alarm and was audibly alarming. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Leak and flow testing were performed and the device passed. A 24 hour test therapy was performed with no errors. Further evaluation found an outdated membrane and piston filter as well as damage to the piston. The outdated and damaged parts were replaced and the device was then able to pass all tests performed. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The reported issue was confirmed through a review of the event history log of the device. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.